Event description:
During a ptca/stenting treatment procedure, difficulty was encountered with the express2 monorail coronary stent delivery system. The lesion being treated was a calcified lesion in a tortuous, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a zuma2 al1 guide catheter and a getz route guide wire to cross the lesion. The lesion was pre-dilated with a maverick2 20/2.5 mm balloon. The maverick2 was removed without difficulty, and the express2 monorail stent was advanced. The balloon was then with drawn from the pt against hard resistance. The pt suffered st segment elevation during this event. The procedure was successfully completed. Pt status is reported as 'good'.